Event description:
On 26-may-2025, pentax medical became aware of an event involving a model oe-a61, lot number 1011063 ultrasonic endoscope balloon in france within the emea region. The physician attached a balloon to the distal end of the ultrasound endoscope and inserted it into the patient's body to begin the procedure. During inflation of the balloon, leakage from the balloon was observed. Upon removal of the ultrasound endoscope, only part of the balloon remained attached to the endoscope. The facility conducted an additional bronchoscopy to search for the remaining fragments of the balloon; however, the fragments could not be located. This case has been reported to ansm. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H6: continued: health effect - clinical code : 2687 foreign body in patient. Health effect - impact code : 4641 unexpected medical intervention. Medical device problem code : 1562 material separation. Component code : 419 balloon. Type of investigation : 4118 type of investigation not yet determined. Investigation findings : 3233 results pending completion of investigation. Investigation conclusions : 11 conclusion not yet available. Pentax medical emea region performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 07-jun-2025. According to the customer, no abnormalities were reported during the preparation of the procedure, and no issues were observed with other balloons. Since no issues were reported when using other balloons, damage to the distal end of the endoscope is considered unlikely. The ultrasound endoscope used during the event was eb19-j10u, serial number (B)(6). The ruptured balloon is expected to be sent by the customer via postal service to pentax france. However, as of now, the fragment has not been located. According to the customer, there are currently no unused balloons of the same lot available at the facility. According to the customer, there have been no clinical effects observed in the patient at this time. This event has also been reported to the ansm under the reporting number (B)(4). Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
H6 continued: health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 1562 material separation. Component code: 419 balloon. Type of investigation: 4102 testing of device from other lot/batch retained by manufacturer, 4110 trend analysis, 3331 analysis of production records. Investigation findings : 170 manufacturing process problem identified. Investigation conclusions: 23 manufacturing deficiency. Correction information: b4: date of this report - updated. G6: follow-up #: 2. H2: if follow-up, what type? - updated. H6: codes updated - type of investigation, investigation findings, investigation conclusions. H11: evaluation summary. H11: updated investigation results. H11: updated root cause information. H11: updated manufacturing process control information. H11: updated health risk assessment information. Evaluation summary: this follow-up report is being submitted because additional investigation information became available after the previous follow-up report was submitted. The reported event occurred when leakage from the balloon was observed during balloon inflation. Upon removal of the ultrasound endoscope, only part of the balloon remained attached to the endoscope. An additional bronchoscopy was performed to locate the remaining balloon fragment. However, the fragment could not be found. Pentax medical has not received any further information indicating patient harm related to this event. As previously reported, a device history record (DHR) review was performed by the manufacturer, and no deviation, nonconformance, rework, or concession were identified. A potential root cause was previously submitted as improper storage conditions, which may have caused or contributed to the balloons losing elasticity and developing cracks. While storage conditions may affect the performance of the balloons, another possible root cause has been identified based on additional manufacturing investigations. The investigations identified the possible formation of a thin-film area during the balloon manufacturing process, specifically the rubber molding process. Based on the additional investigation, a potential root cause of this failure was identified as the formation of a thin-film area during the balloon manufacturing process, specifically the rubber molding process. Additional analysis indicated that when an air bubble becomes trapped in an area where the balloon film thickness is thin during the rubber molding process, the local wall thickness may be further reduced. As a result, the affected area may become highly susceptible to breakage during balloon inflation. Internal testing confirmed that balloon rupture does not create small fragments and that any pieces can be retrieved with biopsy forceps. Based on the health risk assessment, even if a balloon rupture were to occur inside the body, the fragments would normally be excreted naturally. Therefore, no additional safety concern requiring post-market action was identified. The risk level was assessed as insignificant, and no post-market action is required. Manufacturing process controls have been improved to reduce recurrence of this failure mode. The improvements include controlling the withdrawal speed of the mold to prevent air from being trapped on the balloon surface, stabilizing film thickness formation throughout the molding process, and reducing pinhole formation by improving uniformity and minimizing thin-film regions. Based on the health risk assessment and the available post-market information, no field corrective action was determined to be necessary. The effectiveness of the implemented manufacturing process controls will continue to be monitored through post-corrective-action trend analysis. This medwatch report is being updated with the additional investigation results and manufacturing process control information.

Manufacturer narrative:
H6: continued: health effect - clinical code: 2687 foreign body in patient. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 1562 material separation. Component code: 419 balloons. Type of investigation: 10 testing of actual/suspected device, 4110 trend analysis, 3331. Analysis of production records. Investigation findings: 170 manufacturing process problem identified. Investigation conclusions: 25 causes traced to manufacturing, 4315 causes not established. Correction information b4: date of this report g6: follow-up #: 1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: adverse event problem. Additional information d4: primary unique device identifier (UDI) d9: is this device available for evaluation? H4: device manufacture date h11: evaluation summary. Evaluation summary the event that occurred is a balloon defect. At the beginning of the examination, after inserting the balloon attached to the end of the endoscope, the physician noticed a leak in the balloon during inflation. When the endoscope was removed, only a portion of the balloon remained attached to the endoscope. An exploration was carried out, without success, to find the missing part. Reported to ansm in (B)(6) 2025, report no. (B)(4). The patient had no clinical impact. The defect balloon will be sent to japan for investigation. Based on the investigation, a potential root cause of this failure is the formation of a thin film portion during the balloon manufacturing process (rubber molding process). When the balloon was inflated, the expansion load was concentrated on the thin film portion, causing the balloon shape to become malformed, eventually leading to rupture. Further investigation into the cause will be conducted with the OEM manufacturer. Based on the trend analysis, there was no unusual increase and no new actions were required. No abnormalities in the balloon were confirmed during pre-use inspection, no similar events from the same lot were reported, and no patient harm occurred. Therefore, no immediate action was required. The risk assessment was updated in (B)(6) 2025, and it was confirmed that the estimated risk level was not exceeded. Therefore, no additional actions were required. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the instrument was manufactured under normal conditions on (B)(6) 2023, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on (B)(6) 2023. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.